Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log files showed post frontal image processing pc (ip-pc) failure. Fse re-seated memory cards but error was not resolved. Fse replaced the ippc and hard disk drive (hdd). After replacement the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips through a remote alert that the device's image processing computer (ippc) memory failed. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the ippc and hard disk components which returned the device to expected functionality.